Manufacturer narrative:
Follow-up #1: date of submission 11/04/2015 device evaluation: the device has been returned and evaluated by product analysis on 10/21/2015 with the following findings: the last bolus delivery and the last basal delivery were on 09/18/2015. The pump completed a 24hr duration testing with no errors, alarms or warnings. The daily insulin delivery totals correctly reflected the user's programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering within required range and delivering accurately. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that on (B)(6) 2015, the patient experienced a blood glucose of 30 mg/dl with unsteadiness when standing and walking, confusion, cognitive impairment and blacked out associated with an inaccurate delivery issue. Reportedly, the patient remained on the insulin pump and received assistance from a third party. Troubleshooting was unable to be completed at the time of the call.this complaint is being reported because the patient allegedly experienced hypoglycemia because of an inaccurate delivery issue.